Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited under-sensing and p wave amplitude variation. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicates that the programming changes were made without any adverse effect on the patient.